Event description:
The representative reported in (B)(6) 2006 that after 20 months implant duration both dbs leads had migrated out of the original stn placement location. No other information regarding patient symptoms or outcome is known. Additional information has been requested from the physician. A follow-up report will be sent if additional information becomes available. No report of dbs lead explantation has been received by the MFR. The dbs leads has not been returned to the MFR for analysis. See MFR report number 2649622-2007-00871.

Manufacturer narrative:
(B)(4).